Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine post procedure check. It was discovered that the patient's right atrial (ra) lead exhibited high pacing impedance, non-capture at max output and complete under-sensing. These issues suggested dislodgement per physician. Therefore, programming changes were made to deactivate the ra lead at the time. The patient was in stable condition and had no symptoms.